Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a pressure sore. It was reported that the patient was frequently bedridden. The patient's physician advised the patient to remove the lifevest due to the pressure sore. The medical outcome of the pressure sore is unknown.